Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that on (B)(6) 2021, they were waiting for a ride to get their implant battery "redone". Pt said they are small and wear a girls size 16 for clothing and said that they told the hcp (health care professional) they had gained 20 lbs and pt wished hcp would've redone the battery much sooner because the last 5 months they had been hurting them because implant was stuck to the implant incision scar and was tugging so bad that it felt like someone was stabbing them so the implant needed to come out. Pt said implant was rubbing up against the skin and causing a bruise. Pt said they didn't know if hcp was going to remove the implant and replace it or revise the pocket, pt said they didn't think the whole implant would be swapped out because implant itself was working fine it was just that the implant needed to be moved. Pt said that the device had given them their life back until the problem started where they were having to take pain medication and was trying to sleep so they didn't have to feel the pain. Pt said this wasn't right because the device was supposed to help her walk and here they were barely able to move around. The patient was redirected to their healthcare provider to further address the issue.